Event description:
New information received on june 17, 2020 indicates that additional episodes of post-paced t-wave over-sensing were noted via remote transmissions. Programming changes were suggested.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via merlin@home remote transmission with non-sustained ventricular oversensing episodes due to post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. Programming changes were discussed.

Event description:
New information received stated that some programming changes were done. Patient will be scheduled to come in for suggested programming changes. Patient condition was stable.